Manufacturer narrative:
Result: (-1) the 5max ace was fractured in the strain relief approximately 0.8 cm from the hub, kinked approximately 11.5 and 51.2 cm from the hub. (-2) the 5max was ovalized approximately 8.2 cm from the hub and kinked approximately 31.0 cm from the hub. The kinks found in both devices may have been due to return packaging conditions, as both catheters were folded to fit inside the biohazard specimen bags. Conclusion: the complaint has been evaluated. The complaint indicated (-1) the 5max ace was cracked when removed from the packaging and (-2) the 5max was cracked during use. Evaluation of the returned devices revealed (-1) the 5max ace was fractured and kinked, and the (-2) 5max was ovalized and kinked. These types of damage typically occur when the devices are improperly handled during removal from packaging or during use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending. The kinks on both catheters may have been caused by return packaging conditions. These devices are 100% visually inspected for damage during process inspection. This MDR is associated with MDR 3005168196-2015-00332.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. During the procedure, the 5max catheter was found fractured and was removed from the patient. The procedure continued with a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured and was not used. The procedure successfully continued using a new catheter. There was no report of an adverse effect on the patient.